Event description:
Tech reported over infusion and provided the following info. Total bag volume was 191 ml (included 15 ml overfile). Rate was 4 ml/hr. Volume infused 77.8 ml alarm occurred after 20 hrs. Drug was 5fu. No pt injury reported. Therapy resumed with next scheduled cycle.